Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "broke off during surgery. Doctor used keel punch guide. After using keel punch doctor removed guide to notice metal tab had fallen off and was laying on the baseplate."